Event description:
Additional information was received that the patient had a full revision surgery to address the low impedance. The patient¿s generator was planned to be returned to the manufacturer however the lead would not be. The generator has not been received by the manufacturer to date.

Event description:
Clinic notes were received stating that the patient's "behavior became much more of a problem since the device was changed. It was also stated the impedance is low (<600 ohms). X-rays were taken but no evidence of lead interruption or vns malfunction was noted. No additional relevant information has been received. No known surgical interventions have occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: the explanted generator was received on 3/9/2018. The previously submitted supplemental MDR # 1 was submitted prior to receiving confirmation that the device was received.

Event description:
The explanted generator was received. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the lab. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications.